Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of air in line alarms. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The cause could not be determined, therefore no parts were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air-in-line alarm. There was no patient involvement associated with this event. No additional information is available.